Event description:
During testing with argon, the probe shaft frosted and became exceptionally cold to the touch. Another probe was tested and used in the case.

Manufacturer narrative:
Actual device evaluated by simulated use testing which confirmed the reported issue. Disassembly and further evaluation determined that a failed vacuum sleeve was the cause of shaft frosting.